Manufacturer narrative:
During further troubleshooting patient indicated she was able to tighten luer. T: slim guide states: check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.

Event description:
Received information alleging patient has experienced high bg's.